Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an artifact was present on head scan data. The philips field service engineer (fse) went to the site to evaluate the system. The fse inspected the system and found a crack in the compensator of the a-plane collimator was the cause of the artifact. The fse replaced the a-plane collimator to resolve the issue. The fse reported the patient was rescanned on an alternate system. There was no report of mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.